Event description:
Nt821707, drainage kit, lumbar - the spine coordinator states that the catheter sheared when it was being used on the patient. Customer is concerned that this is a patient safety issue. The affected product is available for evaluation. Awaiting product return.

Manufacturer narrative:
Initial report ref to natus complaint #: (B)(4). Customer confirms they have the product available for evaluation. Affected product will be returned for evaluation. Acceptable risk as per hazard ID line 4.37 doc-035405 risk analysis spreadsheet - eds 3 external drainage system, severity - 11, moderate risk. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). Complaint history was reviewed for the previous two years and found (B)(4) confirmed complaints, giving an incident rate of (B)(4). Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk associated with the complaint as per hazard ID (B)(4) in (B)(4) natus external drainage lumbar catheters risk analysis spreadsheet. Severity - 3, risk is low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. The device history record was reviewed and no related faults/issue found. There were no anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Root cause/failure investigation: the complaint was confirmed, the return product appeared torn. The silicone catheter was stretched and most likely was sheared by the beveled needle used to facilitate the insertion. Failure confirmed: yes investigation result code:san diego/camino and vtun catheters/part is cracked or broken. Capa005401 generated to investigate increased lumbar catheter complaints. Closure rationale: complaint verified, resolved on-site and no further action necessary. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Nt821707, drainage kit, lumbar - the spine coordinator states that the catheter sheared when it was being used on the patient. Customer is concerned that this is a patient safety issue. The affected product is available for evaluation. Awaiting product return.